Event description:
Surgeon was performing a laparoscopic procedure and while using aesculap d&g grasper (8360-10) the jaws broke off into the patient's abdomen. All pieces were removed, and an x-ray was taken. Results were negative.